Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he had no idea what lead to the wires moving, it was progressive over time. The patient reported that he had a lot of scarring and the doctor didn¿t really know the cause. No further c omplications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient had an ins replacement 10 days prior to the call and has a follow-up on (B)(6). They stated that they called the healthcare provider (hcp) office to confirm there will be a manufacturer's representative (rep) present at their appointment and there was not. The patient stated that the hcp didn't do the programming at the hospital because they did a different procedure where they suture it down and put paddles in the bone. The patient reported that the ins was replaced due to normal battery depletion, but the wires had moved so the hcp replaced everything. The patient stated that they couldn't do replacement in (B)(6) 2016 as there was too much scar tissue. The patient doesn't remember when the lead and knows they weren't getting good coverage. The patient was to follow-up with their hcp. No further complications were reported or anticipated.